Manufacturer narrative:
(B)(4).

Event description:
It was reported a foreign material was present on the delivery system. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman® laa closure device & delivery system was chosen for the procedure. Upon opening the device from the packaging, it was noted there was a white fiber hanging off the distal end of the device. The device was not used, so it never entered the patient's body. There were no patient complications.

Manufacturer narrative:
Describe event or problem, name prefix, first name, last name, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) in a biohazard bag with a small portion of the shelf box. The implant was received inside the sheath. There was no evidence of the implant being deployed. The implant was deployed during the lab analysis and was consistent with the reported information. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection found no fm, damage or irregularities with the device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported the procedure was completed with another watchman ® laa closure device.